Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A scrub nurse reported the system was booted up and ready for surgery when a message appear, then the screen went blank. The system was rebooted but the issue remained. The system was switched out and the case was completed. This event occured prior to surgery and the patient had been prepped and topical anesthesia had been administered. There was approximately a 5-10 minute delay while the systems were switched out.

Manufacturer narrative:
A company service representative examined the system and found that there was no 12-volt signal. The 12-volt power supply and power distribution pcb were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. (B)(4).